Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. There was asytole > 2 seconds. Impedance measurements were within normal range. Isometrics were performed and no anomalies were found. Patient was not symptomatic. Requests for additional information were unsuccessful. The system remains in service.